Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Narrative for conclusion: the directions for use warns against misuse. "Caution: modification, over-extending, bending, or use exceeding one year may cause breakage." Narrative for results. The clamps have a one year warranty. This clamp is over two and half years old. The dentist said that no one was injured during the incidence.

Event description:
This is the second of two reports for the same malfunction in one office. Dealer reported that 2 clamps broke on the same day at an office. Spoke to the dentist, he said that the clamps broke within the same week in (B)(6). He said both clamps were fairly new. He does not remember which days or the specific patient. He said that they were just placing the clamp onto the teeth when they broke. He said there were no injuries.